Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the siemens remote system (srs) which indicated that quality control (qc), the discordant and repeat results were all from the same flex and well and found no process or loci errors. Ccc had also stated that qc was within range before and after the event occurred. A siemens headquarters support center specialist reviewed the instrument data. The counts for the falsely low result indicated a short sample or low concentration. The discordant result could not be reproduced and there was no instrument malfunction. The cause for the falsely, depressed tsh result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed thyroid stimulating hormone (tsh) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The sample was then repeated twice on an alternate dimension vista instrument, resulting higher matching the original instrument repeat and the patient's clinical history. The corrected repeat result from the alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed tsh result.